Event description:
It was reported that approx one month after a breast tissue marker was placed, the patient presented with an infection. The patient status is unk at this time.

Manufacturer narrative:
A full manufacturing review could not be conducted as the lot number is unk. Two manufacturing reviews for the last 2 lot numbers sold to the customer were reviewed. There was no info to suggest that the reported issue was related to the manufacturing of this device. Based on the event description and the result of manufacturing controls, no objective evidence was found to link the event with the manufacturing of this device. All bioburden records and product sterility records are confirmed to have acceptable results. The investigation is inconclusive, as the sample was not returned for eval. The definitive root cause could not be determined based upon the available info.